Event description:
It was reported to boston scientific corp that a piranha biopsy forcep device was used for an unk procedure. According to the complainant, there was a "product complaint". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).